Event description:
Customer initially reported that a female pt expired while using the product restraint lap belt applied to her wheelchair. When the cna found the pt she had become limber and slid down causing the belt to position under her arms. Reporter faxed posey a copy of their medwatch report, which indicates that the pt was suspended by the belt under her arms, after she expired due to natural causes from the right side of her heart dilating.

Manufacturer narrative:
(B)(4) - product was requested to be returned for eval and has not been received. Note: there was no alleged product malfunction and the product performed as intended. There is no association between the event and the reported device. This report is being submitted based on the reported pt event info. (B)(4).